Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-aug-2009, UDI#: (B)(4), implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the healthcare professional (hcp) wanted to remove the device system but the tines of the lead were scarred in place and cannot be removed. MRI compatibility guidelines were requested. No symptoms were reported in the event. Follow up information received from the hcp on sept. 12, 2019 reported that they had contacted the manufacturer to inquire if the ins and lead could be removed because the patient wanted an MRI. The hcp stated that they did not know if the issue was resolved but the patient¿s family member was going to contact the patient¿s hcp for further direction. There were no further complications reported or anticipated.